Event description:
Revision surgery - due to dislocation.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 28 days of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the 41st complaint for this part (1 missing component, 1 broke/cracked/damaged, 1 revision surgery, 14 dislocation, 1 wear/excessive wear, 9 infection, 6 trauma, 6 stability/poor joint, 1 dissociation), first for this the root cause for the dislocation was could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness. Disposed of.